Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as a burn on the back under the te pads when the patient interrupted the treatment sequence by pressing the response buttons. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.